Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was received. One device evaluation is in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device disassembled. One reported event had patient involvement; no patient impact.

Event description:
This report summarizes 1 malfunction event in which the device disassembled. 1 reported event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: 1 previously reported event is included in this follow-up record. Product return status: 1 device was received for evaluation.   Evaluation status: 1 reported event was not confirmed during testing; the device was found to be within specifications. Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.